Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effect of death is a known possible complication associated with mitraclip procedures. Based on the information reviewed, death was a result of procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the additional information was received: the patient has a history of chronic obstructive pulmonary disease (copd) and an acute exacerbation occurred, likely contributing to the patient's death. The clips had remained stable and well seated without any tissue damage due to the device. The device relationship to the death remained unknown.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed due to patient death. It was reported that on (B)(6) 2018, a mitraclip procedure was performed in the patient with degenerative mitral regurgitation (mr) grade 4+. The primary jet was at the a3p3, secondary jet at the a2p2, and there was mitral annular calcification, and leaflet tethering. Two mitraclips were implanted at the a3p3 and a2p2 leaflets without a device deficiency. The mr was reduced to grade 2+ and to 3+ at discharge. On (B)(6) 2019, a follow-up echocardiogram was performed and the mr was at grade 2+. There was no reported device issue. On (B)(6) 2019, the patient expired due to unknown causes. The cause of death was not known and the device relationship to the death is not known. No additional information was provided regarding this issue.